Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is having an issue with the sensor being stuck in the serter. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer treated with juice and stated that she had an issue with the serter not firing. Customer stated that the fold over flap was fine. Customer was advised that the sensor will be replaced.